Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 460 mg/dl. Customer treated the high blood glucose with the insulin pump and stated that it was a past event. She expressed vomiting as a symptom she experienced. She stated that the blood glucose had dropped since then and that everything appeared to be working normally. Nothing further was reported.